Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
On (B)(6) 2017, during intra-aortic balloon (iab) therapy their was an alarm generated 'blood detected' and blood was seen in helium line of the mega 7.5 fr. 40 cc iab catheter up to the machine. The mean arterial pressure decremented in 10 minutes to a mean arterial pressure of 58. The iab catheter was replaced to continue therapy. This report is for the 2nd iab. There was no reported malfunction. The patient died 3 days later, on (B)(6) 2017. The facility does not attribute the death to either iab.

Manufacturer narrative:
Correction: expiration date and manufacture date: 02/06/2020 and 02/06/2017 to unknown for both.

Event description:
On (B)(6) 2017, during intra-aortic balloon (iab) therapy their was an alarm generated 'blood detected' and blood was seen in helium line of the mega 7.5 fr. 40cc iab catheter up to the machine. The mean arterial pressure decremented in 10 minutes to a mean arterial pressure of 58. The iab catheter was replaced to continue therapy. This report is for the 2nd iab. There was no reported malfunction. The patient died 3 days later, on (B)(6) 2017. The facility does not attribute the death to either iab.

Manufacturer narrative:
Correction: 'evaluation method codes' removed code 36 as there was no labeling review since the device had no reported malfunction. (B)(4).

Event description:
On (B)(6) 2017, during intra-aortic balloon (iab) therapy. Their was an alarm generated 'blood detected' and blood was seen in helium line of the mega 7.5 fr. 40cc iab catheter up to the machine. The mean arterial pressure decremented in 10 minutes to a mean arterial pressure of 58. The iab catheter was replaced to continue therapy. This report is for the 2nd iab. There was no reported malfunction. The patient died 3 days later, on (B)(6). The facility does not attribute the death to either iab.